Event description:
It was reported by the nurse that during a procedure she observed that the surgeon had problems with the serfas probe. He coagulated in the shoulder joint and during the procedure the ceramics at the distal end of the probe broke. Another probe was available to complete the surgery.

Manufacturer narrative:
Additional info will be provided once investigation is completed.